Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel was now displaying a dos prompt requesting a boot device. They discussed that this indicates a failure of the hard drive of the arctic sun device and discussed providing with pricing and could then make a determination on how to move forward with this device. Per additional information received via ttm on 26mar2025, it was reported that the biomed stated that the nurses received message that said windows would not save data during therapy and they were unable to clear the message. They were testing the device, and the screen suddenly went dark and now has a message that says reboot, select proper boot device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a hard drive failure. They discussed that this indicates a failure of the hard drive of the arctic sun device and discussed providing with pricing and could then make a determination on how to move forward with this device. Per additional information received via ttm on 26mar2025, it was reported that the biomed stated that the nurses received message that said windows would not save data during therapy and they were unable to clear the message. They were testing the device, and the screen suddenly went dark and now has a message that says reboot, select proper boot device. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel was now displaying a dos prompt requesting a boot device. They discussed that this indicates a failure of the hard drive of the arctic sun device and discussed providing with pricing and could then make a determination on how to move forward with this device. Per additional information received via ttm on 26mar2025, it was reported that the biomed stated that the nurses received message that said windows would not save data during therapy and they were unable to clear the message. They were testing the device, and the screen suddenly went dark and now has a message that says reboot, select proper boot device.